Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent an unspecified breast reconstruction with 395cc textured mentor memoryshape breast implant experienced right-sided wound infection postoperatively. As a result, the patient underwent secondary procedure of incision and drainage on (B)(6) 2020, and device explantation on (B)(6) 2021.

Manufacturer narrative:
Adverse event # 1. Infection, (right side, implant serial number: (B)(6). Doi:(B)(6) 2020, doe:(B)(6) 2020). On (B)(6) 2020, she presented with infection, which required implant removal on (B)(6) 2020 and reinsertion of a new implant on (B)(6) 2020. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device. Removal on (B)(6) 2020 and reinsertion of a new implant on (B)(6) 2020.